Manufacturer narrative:
The pod arrived not deployed in pod state 15 with 46 pulses delivered, completing only first prime. No timeouts or drive stalls were observed in the data. Because the pod was deactivated before second prime could begin, the pod did not deploy as expected. No problems were found to contribute to the reported needle mechanism failure. The pod was observed to be functioning as intended. The pod was observed to communicate with the pdm as intended. A reset and rerun were performed successfully with no evidence of communication errors. No damages were observed to contribute to the reported communication error. The cause of the reported communication error could not be determined.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.